Event description:
A malfunction alarm was reported with code 12, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump at the time of the call due to not having the mobi charging pad available, and planned to contact support again. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.